Event description:
Information was received from the consumer regarding a patient receiving intrathecal fentanyl, ropivacaine, and morphine. The indications for use were non-malignant pain and cervical radiculopathy. It was reported the pump had a fatal error and needed to be replaced. The patient was having a hard time locating a health care provider (hcp) to replace the pump. Their hcp was not able to do it (after saying he would). The pump started beeping last week (from (B)(6) 2016) 2016 with a single tone. The sound was consistent with the device alarm. The patient was told by the hcp that it was a fatal error. There were no medical symptoms reported. The patient was put on oral medication (belbuca). The patient never heard an alarm before now.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The patient's eri (electronic replacement indicator) had occurred, which was not a surprise. Before the patient left for (B)(6) last fall (from (B)(6) 2016), she was informed that her pump needed to be replaced. She did not have it replaced, so when she returned from (B)(6) to (B)(6) in (B)(6) 2016, her pump was no longer working. The cause of the alarm was eri occurring, and the pump stopped working and could not be reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.